Manufacturer narrative:
(B)(4). It was determined that the cause of death was hear failure. Prior to the death, the care giver reported that the patient was admitted to the hospital for taking a turn for the worst and trouble breathing. It was reported that the therapy was not ongoing at the time of death and that the patient passed away in the emergency room. An autopsy was not performed. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Event history was downloaded and following was observed: check heater line, check patient line, slow flow supply. A review of the device logs revealed there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. One hour therapy was successfully performed. For the reported problem and all other additional conditions no other specific actions were taken as the unit was repaired according to required procedures and it passed all check and calibration tests successfully during service. A visual inspection was performed and no issues were found. The power on self-test was successfully performed. The device was serviced more than one year ago; therefore, the service history review will not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was not reported. It was unknown if the pt was connected to hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.